Manufacturer narrative:
(B)(4). Date sent: 12/14/2023.

Event description:
It was reported that during the laparoscopy plus gastrectomy procedure, the forceps are being used and the assistant and the tip burn, which causes the patient to bleed. The surgery must immediately be converted to open and another enseal device opened.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. B3: event year only reported: 2023. D4 batch #: unknown. Additional information was requested and the following was obtained: please provide the generator event logs for each unit ¿ 1112117021, the event logs will be also attached in the wo. What was the gen11 setting for the event? No information available. Is the generator being returned to service center for diagnosis / repair or will it be an onsite check?: the generator was returned to the service center for diagnosis. Were there any error or alert screens noted for the event? There wasn't any error or alert. Investigation summary: per service manual operational and diagnostic analysis did not confirm the reported hemostasis issue. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.